Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have one bent grip, causing it to be misaligned. The offset at the tips was 0.39mm. The grips were not found to be cracked. Components adjacent to this bent grip do not show damage. Additionally, the instrument was found to have a dislodged molded insulator on the jaw. The grip tip for the grip with the dislodged molded insulator does appear to be bent. Components adjacent to the dislodged molded insulator do not show damage. The complaint was confirmed by failure analysis. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that the force bipolar instrument had a cutting issue. There was no report of patient involvement or patient injury.